Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a peritoneal dialysis (pd) patient was in the hospital with suspected peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse. The patient was showing signs of a urinary tract infection (uti) which included babbling. The patient is reportedly prone to utis. The patient¿s son contacted the on-call pdrn on (B)(6) 2025. The son called an ambulance, and the patient was transported to the hospital. The patient was admitted to the hospital and diagnosed with a uti. The uti was not related to dialysis or any fresenius products. Additionally, the patient could not eat, had a lack of energy, and difficulty swallowing. This was related to a diagnosis from a week prior (date unknown) when the patient had been diagnosed with a significant hiatal hernia. The cause of the hernia is unknown. While at the hospital, the patient was additionally diagnosed with peritonitis. No information pertaining to the peritonitis event was available. The patient was administered antibiotic therapy (drug, route, dose, frequency, and duration unknown). It is unknown if the peritonitis was developed in the hospital or prior to admission. No culture results were available. The date of diagnosis was unknown. The patient was then diagnosed with a thoracic aortic dissection. The patient was not a candidate for surgery due to their health status. The patient stopped dialysis and all medical interventions and was placed in hospice on (B)(6) 2025. The patient is currently on comfort measures only and remains in the hospital on hospice.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the use of the liberty select cycler with liberty cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Hiatal hernias are more common in the older population and are characterized by the abnormal protrusion of the upper part of the stomach or other internal organs through the diaphragm's hiatus. Muscle weakness due to age-related loss of flexibility and elasticity is believed to be a predisposing factor to the development of a hiatal hernia. This can cause difficulty swallowing and heartburn. The patient¿s thoracic aortic dissection is not related to pd therapy. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. Additionally, there is no indication that the hiatal hernia is related to the use of the cycler or cycler set. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a peritoneal dialysis (pd) patient was in the hospital with suspected peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse. The patient was showing signs of a urinary tract infection (uti) which included babbling. The patient is reportedly prone to utis. The patient¿s son contacted the on-call pdrn on (B)(6) 2025. The son called an ambulance, and the patient was transported to the hospital. The patient was admitted to the hospital and diagnosed with a uti. The uti was not related to dialysis or any fresenius products. Additionally, the patient could not eat, had a lack of energy, and difficulty swallowing. This was related to a diagnosis from a week prior (date unknown) when the patient had been diagnosed with a significant hiatal hernia. The cause of the hernia is unknown. While at the hospital, the patient was additionally diagnosed with peritonitis. No information pertaining to the peritonitis event was available. The patient was administered antibiotic therapy (drug, route, dose, frequency, and duration unknown). It is unknown if the peritonitis was developed in the hospital or prior to admission. No culture results were available. The date of diagnosis was unknown. The patient was then diagnosed with a thoracic aortic dissection. The patient was not a candidate for surgery due to their health status. The patient stopped dialysis and all medical interventions and was placed in hospice on (B)(6) 2025. The patient is currently on comfort measures only and remains in the hospital on hospice.